Event description:
It was reported that the patient presented in clinic after receiving inappropriate therapy for supraventricular tachycardia. Programming changes were made and additional changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.